Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had difficulty loading patient exams. When a manufacturer representative (rep) went to load an exam, the light on the drive flashed for several seconds, but did not read the disc. The rep attempted this six times, and rebooted the system each time. The rep also attempted to load the exam with the disc already in the drive but the issue persisted. Troubleshooting steps were performed. The rep inserted the disc onto another navigation system and it loaded on the first try. Thinking it was a potential disc issue, the rep obtained another patient disc and attempted to load it on the first system. Again, after multiple attempts, the compact disc (cd) drive would not load the exam. The likely cause of this issue was a scuffed/scratched cd/digital video disc (dvd) drive. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735991, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: update - see section d4 for system serial number and UDI. H2 - h6: a medtronic representative went to the site to test the equipment. The dvd drive was replaced. The system performed as intended. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.